Event description:
The patient contacted animas on (B)(6) 2012 reporting a hospitalization for a blood glucose of over 20 mmol/l with ketones, dizziness. The patient reported that cartridges from a recent box of supplies were more difficult to cycle. The patient reported that with the cartridges from that box, blood glucose levels were elevated. The patient reportedly switched to another box of cartridges and blood glucose levels began to resolve. The patient reported that a health care professional attributed the event to the cartridge issue. This report is made based on the allegation that the patient was hospitalized for hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the returned cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.